Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
The technician replaced the gas spring due to the head section not releasing from the left side of the stretcher.